Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient recently had aortic valve replacement procedure. The abandoned left ventricular lead was found to be through the septal wall and passed into the left ventricle. The left ventricular lead was still capturing the heart. The lead was removed and the septal hole was repaired. The patient's echogram showed that ejection fraction had declined after the aortic valve repair and the patient was developing heart failure symptoms. A new left ventricular lead was implanted and the patient was stable.

Manufacturer narrative:
As received, a partial lead (connector end) measuring 54.5 cm was returned in one piece. S-curve hump height could not be measured due to distal end not returned with the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found was sustained during the surgical procedure. The lead was otherwise normal.